Event description:
It was reported that on april 27th 2023, the c-arm continued to rotate after the center switch was released and traveled to the point were the internal e-stop was activated. A field engineer examined the equipment and determined that the c-arm switch was faulty and that some fuses had blown. Detents for the c-arm were turned off causing the switch to continually move toward limit. The unite met the manufacturer´s specifications. No patient injury or staff reported.